Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. A 2.8 x 19 mm graftmaster was being used to treat a dissection caused by a non-abbott device. The graftmaster was positioned covering a portion of the deployed stent and the dissection. The graftmaster stent was deployed; however, it did not fully deploy at the level of the vessel and a balloon catheter was used to fully deploy the stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.